Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer reported that the cannula was bent. The customer mentioned that they experienced low blood glucose as well. The customer's blood glucose was 460 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the no delivery alarm was resolved by a complete set change. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No history anomaly was noted. No excessive no delivery alarm, unexpected restart, or memory erased/memory loss anomaly noted. The test blood glucose meter communicated properly with the pump. The pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.